Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was working fine. The battery was dead. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: m943899a, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that "from the beginning," the patient has noticed that her ins is "cumbersome," noting that it hurts if she sits on her butt or if she sits the wrong way. The patient explained that her ins is implanted in the middle of her butt. Because of the location of her ins, pt says recharging her ins is "too much of a hassle" because if she stands up or moves around, the rtm will constantly fall off and the controller will beep at her when recharging needs attention and the rtm needs to be repositioned. The patient reported she uses the recharging waist belt, but due to her implant location the controller will still beep at her and tell her to position the rtm in the "right spot" if she moves or is walking around. The patient reported she wants the ins taken out because of the difficulties she's had with recharging the ins. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.